Event description:
Stryker bone cement did not hold and knee feel apart within a few weeks of surgery causing four add'l surgeries including another knee replacement. It caused permanent damage to my leg. I will never walk normally again. I have a letter from my doctor stating that the damage was caused by the product. I am in pain every day from the damage. Initial knee replacement (B)(6) 2012. (B)(6) 2012 total rebuild and knee replacement. (B)(6) 2013 surgery to remove scar tissue from surgeries. I have been in therapy for over two years. I cannot walk without a device and that is limited. I am now permanently disabled. The surgeries were all performed at (B)(6) hospital by dr (B)(6). (B)(6). I want people to know about this so no one has to be hurt like I am!